Manufacturer narrative:
(B)(4).

Event description:
During device preparation, the catheter was prepped for use. After it was plugged in, an error message showed on the dws screen that read "contact force catheters are for single use only". The catheter could be visualized on the mapping screen, but the contact force could not be measured or reset. A new catheter was opened and was connected successfully, with the ability to measure and reset contact force. The procedure resumed and completed without issue or complication, and there was no adverse health consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.